Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) set up the hc and then connected the extension line. The hp then connected and started the therapy. The technical service representative (tsr) explained the proper procedure and assisted with the troubleshooting to clear the alarm. The hp was going to use new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause could not be determined; however, an incomplete prime is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The patient is instructed to ensure that the patient line is properly primed prior to connecting and that the extensions are connected prior to priming. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow-up medwatch will be submitted.